Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed a message for low transmitter battery. The complaint device was not returned for evaluation. However, the data log was provided by the patient. A data investigation was done on (B)(6) 2016 and did not confirm the reported event of receiver message for low transmitter battery. However, a data investigation done on 06/21/2016 did confirm a transmitter failure on (B)(6) 2016. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver displayed a message for low transmitter battery. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the reported event of receiver message for low transmitter battery. However, it did confirm a transmitter failure on (B)(6) 2016. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and resulted in 0 voltage. A review of the shared data log did not find any errors related to the customer complaint. The reported event of a low transmitter battery was not confirmed. A root cause could not be determined.